Manufacturer narrative:
On 10/21/2020, the distributor confirmed that the affected device was never returned for evaluation and therefore no root cause could be established. The complaint couldn't be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00013).

Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 07/10/2020 and stated that "pump 617865 not infusing correctly, pump pulls back instead of infusing". The device operator was a rn. Medication being infused was solumedrol. There was a patient involved. The patient was not harmed or injured.